Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the issue by reviewing the error log. The fse was not able to reproduce the reported error. The issue was resolved by cleaning the x axis cup. The x axis cup then performed a cup transfer and with no issues. Quality controls (qc) results passed and were within published ranges per package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 30apr2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4163 - x-axis cup transfer z-axis limit overrun. Cause: the home sensor activated improperly after movement of the x-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to dirty x axis cup transfer.

Event description:
A customer reported getting error message 4163 x-axis cup transfer z-axis home overrun on the aia-2000 instrument. The customer has not been unable to run the instrument, when attempting to "all set home" the instrument, the 4163 error reoccurs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), prolactin (prl), and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.